Event description:
Pt was out on 4 wheeler and felt a pop in his hip with excruciating pain. He struggled back to house and rescue squad was called to transport to the hosp. X-rays demonstrated a fractured ceramic femoral head component and acetabular cup insert of lt total hip arthoroplasty with removal of fractured femoral head.